Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the physician said the battery sounded abnormal and the knife blade advanced without stapling on the first fire. A similar device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 10/25/2019. Batch # t5cw3c. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired with several malformed staples along the cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No abnormal noises were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.